Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-23097. It was reported the pt experienced ineffective stimulation and pain at the ipg site. X-rays were taken and did not reveal any anomalies. The pt indicated she desires to have her scs system explanted because she is not receiving the same benefit as she did from the trial. Also, the pt hurts at the ipg site with stimulation on or off. The sjm rep is to meet with the pt for reprogramming at a later date. Surgical intervention will take place at a later date to explant and replace the pt's ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.